Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information.

Event description:
An operating room team leader reported that during an intraocular lens (iol) implant procedure, the lens was removed due to capsule rupture. Attempts have been made to obtain additional information.